Event description:
On 11/10/2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak soft anchor was not seating in the patient. The anchor was pulled out and it was noticed that the repair suture was already through the knotless mechanism. This was discovered during a labral repair on (B)(6) 2022. Case was completed using another ar-3636 knotless fibertak soft anchor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.